Event description:
It was reported that the patient line had a hole in it. The event occurred during prime on the home choice (hc), the home patient (hp) was not connected. The hp stated solution was slowing come out of the line. The technical service representative (tsr) assisted to open the cassette door so the hp would start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.